Event description:
It was reported electrode impedances were measuring >3600 ohms. The ins was replaced. The pt has not reported any problems with the stimulation prior to the revision. See also MFR report # 3004209178200904549.